Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h6: codes updated to imdrf codes. Visual inspection: the radiolucent insertion handle frn (p/n: 03.033.001, lot # 68p6818) was received and received at us cq. Upon visual inspection, the broken tip of the mating driving cap was retained in the threaded portion of the insertion handle but could be fully removed. No issues were observed with the device. Device failure/defect identified: no, the received condition does not agree with the complaint description and is not confirmed as no fractures/breaks were observed on the returned device. The mating device was noted to be broken but will be investigated separately. Conclusion: the complaint condition is un-confirmed as no damage were observed on the radiolucent insertion handle frn (p/n: 03.033.001, lot # 68p6818). There is no indication that a design or manufacturing issue were identified. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 during an orthopedic procedure, the surgeon broke the radiolucent insertion handle and driving cap while hitting on it. There was no surgical delay. The procedure was successfully completed. There were no fragments generated. There were no patient consequences. This report is for one (1) radiolucent insertion handle frn. This is report 1 of 2 for (B)(4).